Manufacturer narrative:
(B)(4). The insulin pump alarmed insulin flow blocked during seating due to moisture damage found on the force sensor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected insulin flow blocked alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The insulin exited. No harm requiring medical intervention was reported. The device will be returned for analysis.